Event description:
Patient's claw plate and cables came apart and the patient was revised for an unhealed greater trochanter and abductors of left hip. The doctor removed the grip plate and cables and sutured tissues to bone. No additional implants were used.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No visual, functional and dimensional inspection was performed as the device was not returned due to hospital policy. Insufficient medical information was received for review with a clinical consultant. The exact cause of the reported event of loosening could not be determined as there was insufficient information provided. However, a review of the of the IFU and surgical protocol indicates that the device was incorrectly used. The event reported was that the patient had a periprosthetic hip fracture after primary hip surgery, the patient then underwent a 2nd revision to repair the fractured greater trochanter and then had 3rd surgery today for this event for unhealed greater trochanter and abductors of left hip. As per overview of the IFU and surgical protocol , the trochanteric grip plate is contraindicated for use with periprosthetic fractures. The reported event regarding loosening of a dall mile plate was not confirmed.

Manufacturer narrative:
Catalog number and lot codes of other devices listed in this report:cat # 6704-8-240, lot numbers: 37727704, 37478301 and 29600602, description: dall miles vit 2/0mm cable.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient's claw plate and cables came apart and the patient was revised for an unhealed greater trochanter and abductors of left hip. The doctor removed the grip plate and cables and sutured tissues to bone. No additional implants were used.